Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was experiencing blood glucose levels as high as 28.8 mmol/l with nausea, vomiting, and moderate ketones. The reporter stated that she did not believe that the pump was working. The reporter stated that the site, set, cartridge, and insulin were changed out and multiple corrections were given but the patient's blood glucose was still running high. The reporter stated that the patient used a back up pump and blood glucose levels resolved. Customer support reviewed the pump with the reporter. The reporter stated that all of the pump settings were programmed correctly; the patient did not use the insulin on board or the audio bolus feature. The reporter confirmed that there were no associated alarms in the pump history. The reporter confirmed that the bolus and total daily dose history were accurate. The reporter stated that there were no noted issues with the site, set, or cartridge. Customer support advised the patient that there was no indication of a pump malfunction related to the event; the patient was advised to follow up with a health care provider to possible site and absorption issues. The pump was not to be returned at this time. There have been no further reported issues with the pump at this point. This report is made based on the allegations that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the information from the reported failure date is overwritten due the continuous use, available history data appears to be inaccurate due to the date being randomly manually changed. Tdd observed to be below daily totals between 11/26/2012 and 12/13/2013, tdd add up correctly and reflect use's programmed basal rate otherwise. The pump powers "on" normally and primes correctly. The pump was exercised for 24h, no alarms occurred during testing. The pump passes 29h flow accuracy test successfully and it is found to deliver within the requirements. The pump was opened and inspected, no moisture corrosion is observed inside the unit. The pcb and the rf transceiver circuit were inspected; no intermittent condition or any damage was found.